Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that backup vvi issue was observed on the device. Upon interrogation, the issue was because of low battery voltage resulted from normal battery depletion. The patient was not dependent. Device restoration was not performed. Device replacement was suggested. The patient was stable.